Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use scuba co-cr peripheral bare metal stent to treat a lesion with 80% stenosis, exhibited severe vessel calcification and tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated by the 6*40 balloon catheter for once at 8atm, 60% stenosis left after dilatation. No resistance noted delivering the device through the introducer sheath however when advancing the stent to lesion, the stent became displaced onto the balloon catheter. The device was removed from patient and replaced by another one to complete the operation. No patient injury reported as a result of the event. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation summary : a visual and a tactile inspection was carried out on the device: traces of dry blood and radio opaque solution were found on the shaft and within the balloon; the stent wasn¿t returned for the analysis. Additional information received the physician was able to deploy the stent in the target lesion, however the stent migrated with a result of partial lesion coverage. Another stent was used to cover the lesion. No patient injury reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.